Manufacturer narrative:
No patient injury has occurred following this incident.

Event description:
Customer stated on bravo capsule which attached to the esophagus, but failed to detach from the delivery system. Customer also indicated that the patient was not injured during the process.